Manufacturer narrative:
(B)(4). Concomitant medical products: 11-300919 ¿ arcos modular revision hip system 945120; unknown ¿ unknown shell ¿ unknown; unknown ¿ unknown e1 max liner ¿ unknown; unknown ¿ unknonw biolox delta ceramic head - unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the location of the product is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -05647; 0001825034 -2018 -05643; 0001825034 -2018 -05645; 0001825034 -2018 -05646.

Event description:
It was reported patient underwent aspiration of the left hip approximately 6 years post left hip revision surgery for unknown reasons. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This report is being submitted to relay additional information. Item # 650-1058, head, lot # unk; item # 11-300919, distal taper, lot # 945120; item # unk, hip-unknown-cups-unk, lot # unk; item # unk, hip-unknown-liners-unk, lot # unk; item # 650-1065, taper sleeve, lot # unk. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. An additional report has been submitted for this event. Please see report 0001825034-2018-09674.